Manufacturer narrative:
Correction to h10 of the initial report, the subject device was not microbiologically tested by olympus. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing on (B)(6) 2023, the evis exera iii gastrointestinal videoscope tested positive for 2 colony forming units (cfus) of pseudomonas aeruginosa. On feb 24 it tested positive for 2 cfus of pseudomonas aeruginosa, then on mar 3 it tested positive for 5 cfus. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The customer provided the cleaning, disinfection, and sterilization process stating the leak test passed. An automated endoscope reprocessor was used and the additional channel was flushed. The disinfection cycle was run. The storage practice is placing the scope in a cesc, and olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The device evaluation found the distal end insulation test failed, the bending rubber adhesive was worn, the bending angle was out of specification, and the lens epoxy was worn. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.